Event description:
The customer reported that the system displayed a communication error on boot up. The error caused the system to lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.